Event description:
It was reported that the nurse attempted to restart the pump three times but had been unable to resolve the issue. Per reporter the patient was receiving their 5-fu infusion. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period.